Event description:
Lead remains implanted. Rep reported noise that can be seen on home monitoring iegms since the patient was registered in (B)(6) 2021. The lead was checked in person (B)(6) and a threshold test could not run successfully. Lead trends are stable and within normal ranges. No adverse events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.